Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer was wearing the pump and sensor on their back, per healthcare provider recommendation, as customer was preparing for surgery. Customer followed-up and was able to place sensor and transmitter in the front of the body post-surgery, and connection was regained. No additional patient or event information was available.